Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had the device implanted a week earlier. The device was set to a rate of 60 and now the patient's heart rate is in the low 40's. The patient was seen in the clinic and reprogramming was done. The device remains in use. No further patient complications have been reported as a result of this event.